Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit system alarmed overheating. At this time patients well being is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse investigated the customer¿s complaint with overheating issue. Could not reproduce the overheating issue. Found major faults on the logs. Replaced scroll compressor and replaced temperature sensor for precautionary proposes. Functional tests performed without any issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: e1(site country), h10. Additional contact information: (B)(6). The nrc received compressor, scroll , temperature sensor. These parts were received with a reported failure of overheating message. A visual inspection was performed on the parts with no visual damage observed. Fat installed the parts into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision q.after extensive run time of the cardiosave (8 hours), the failure of the overheating message, could not be duplicated.the fat is unable to replicate the failure reported by the customer .the scroll compressor and temp sensor passed testing. Retaining the parts in the fat dept. Per procedure number (B)(4) revision aj. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.